Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if additional information is provided. The autopulse platform was serviced for preventive maintenance in february 2017. The autopulse had passed all final test with no faults or issue.

Event description:
It was reported that when the autopulse platform (B)(4) was powered on during a shift check, the lcd was dark or flickers, and intermittently distorted the images. According to the customer the issue has not re-occurred for several days. There was no patient involvement.